Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was reported pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information has been obtained regarding this death due to privacy reasons.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1937. The device was not returned for evaluation and the serial number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.